Manufacturer narrative:
Establishment name: medtronic minimed country: united states of america street: (B)(6) city: (B)(6) state, province or territory: (B)(6) post office or zip code: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced adhesive issues on (B)(6)2026. The patient stated that the infusion set tape was not sticking.